Manufacturer narrative:
Investigation pending.

Event description:
Customer reported a potential false negative urine hcg with medi-lab performance hcg urine test-cassette vs. A positive serum quantitative result. Customer reported that a pt tested using a home pregnancy test and obtained a positive result one week prior to testing in the office. A negative result was obtained with the medi-lab urine cassette test. Pt was drawn at that time and a serum quantitative test gave an hcg concentration of 40,000miu/ml. Customer called back to provide info: the pt was 12 weeks 5 days into pregnancy by ultrasound.